Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) rec'd an scs system on (B)(6) 2011. It was reported the pt was w/o stimulation and unable to establish communication with the ipg via the programmer. An x-ray of the pt's scs system found no visual anomalies. Efforts to resolve this matter with use of different programmers proved unsuccessful. The pt denied experiencing any traumatic events which may have attributed to this issue. Surgical intervention was undertaken to replace the pt's ipg. No further issues were reported.